Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant attempt the left ventricular lead was not able to be successfully placed due to incompatibility with the patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.